Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscopy image cannot be displayed and error code e222 is displayed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is twisted, the endoscopy image cannot be displayed and because the cable unit is twisted, error code e222 is displayed a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head is not functional. There were no reports of patient harm.